Manufacturer narrative:
Investigation summary. Four photos were provided to our quality team for investigation. Upon visual inspection, one quadrant of the plunger stem is observed to be broken on one of the products and one quadrant of the stopper ring is observed to be broken on the other device. A device history record review found no non-conformances associated with this issue during production of lot 2302086. Six retained samples of the reported lot were used for additional evaluation. All product was inspected and no damage or cracks were observed on any of the components. The areas where pieces move within the manufacturing area are protected to avoid damage on the product. Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we could not identify a direct issue, it was determined the damage was likely caused as a result of the product getting jammed within the manufacturing equipment. Manufacturing personnel have been notified of this incident. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
I would like to report another two incidents from the batch 2302086. Please see the details below: product: 60ml amber syringe. Batch number: 2302086. Expiry date: 31/01/2028. Qty: (B)(4). Description: there is a crack on the quadrant of the plunger stem. The damage to the syringe plunger was detected during our internal checks of the finished product and did not occur during the manipulation/filling of the syringes. Product: 60ml amber syringe. Batch number: 2302086. Expiry date: 31/01/2028. Qty: (B)(4). Description: there is a crack on the quadrant of the plunger stem. The damage to the syringe plunger was detected during our internal checks of the finished product and did not occur during the manipulation/filling of the syringes.